Event description:
The angioguard (distal protection) and the carotid stent (precise prescription) were deployed without incident. When pulling the stent introducer sheath back, it became stuck on the wire right near the hub of the shuttle. Doctor was unable to pull the introducer sheath away from the wire. He ended up pulling the wire (with angioguard) and stent introducer sheath together into the shuttle. The danger is that the distal protection device had to be pulled through the carotid stent which risks displacing the stent. Normally the angioguard is collapsed using a capture sheath that goes over the prescription wire, but this could not be passed with the stent introducer sheath stuck in place. Luckily the stent stayed in place and the angioguard device, although damaged, was in one piece.